Manufacturer narrative:
One battery charger and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Review of the manufacturing documentation confirmed that batteries (B)(4) met all requirements for release. Analysis of the returned batteries (B)(4) revealed that the device failed to meet specifications; the devices passed visual inspection but failed functional testing as a result of having a cell pair voltage drop below the minimum voltage threshold of 2.8 volts. This observation is considered not related to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally included is a reference guide for both visual and tone alarms and associated causes and actions to take. The steps for exchange of devices are also outlined. The battery charger is used to charge up to 4 batteries at a time. It takes about 4 to 5 hours to fully charge a battery. Before charging connect the battery charger ac adapter to the back of the battery charger, connect the ac power cord to the ac adapter and then plug into an electrical outlet. The power indicator is green when the battery charger is properly connected to electrical power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware has opened an internal investigation to evaluate battery internal cell failures. Serial # (B)(4), catalog # 1650, expiration date: 06/30/2015, mfg. Date 06/01/2014, (B)(4).

Event description:
It was reported by medical personnel that a patient experienced a battery charger that was not charging: "patient called into vad hotline on (B)(6) 2015 stating that his battery charger lights "started blinking red, orange and green with four batteries connected". The batteries were exchanged also by the site, for "potential faulty behavior". The battery charger and batteries were exchanged, there were no reported consequences or impact to the patient.